Event description:
Stem revised today due to pt having ongoing reports of pain, over a 4 month history. The cup was well fixed and left insitu. The femoral stem and sleeve were found to be loose and removed easily -sleeve had fibrous ongrowth only.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.